Manufacturer narrative:
Investigation summary: customer returned (1) open 4mm, 32g pen needle from lot # 0036340. Customer states that no insulin released from pen needle. The returned pen needle was examined and exhibited a broken non patient end of the cannula. Since the non patient end of the cannula was broken, the flow through the cannula could not be tested so the clog issue will be unconfirmed. Customer returned (1) open 4mm, 32g pen needle from lot # 0036340. Customer states that the non patient end was broken. The returned pen needle was examined and exhibited a broken non patient end of the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Bd was not able to duplicate or confirm the customer¿s indicated failure no insulin released from pen needle. Bd was able to confirm the customer¿s indicated failure that the non patient end was broken. Root cause is user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported that pen ndl 32g 4mm 100bx 1200 USA cannula was broken and no insulin was released. The following information was provided by the initial reporter: material no. 320122 batch, no. 0036340. It was reported that no insulin released from pen needle and the non patient end was broken. Verbatim: per verbatim in complaint form, I removed the wrapper and I inserted it on the pen and when I tried to release it, insulin did not come out. Then I tried to remove it and I saw the needle behind it already broken.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 32g 4mm 100bx 1200 USA cannula was broken and no insulin was released. The following information was provided by the initial reporter: material no. 320122, batch no. 0036340. It was reported that no insulin released from pen needle and the non patient end was broken. Verbatim: per verbatim in complaint form, I removed the wrapper and I inserted it on the pen and when I tried to release it, insulin did not come out. Then I tried to remove it and I saw the needle behind it already broken.